Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported via email that the patient's device was disabled due to a low battery (pulse disabled due to eos) and the patient was experiencing an increase in seizures. Implant card was then received indicating that the patient's device was explanted due to neos 0-5% battery and not pulse disabled indicating that the seizures were not related to eos. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that the device was disabled itself, and the neuro turned it back on and got surgery for the patient the next week. The device is not available for return.